Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Event description:
It was reported that bd posiflush¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one (1) samples was reported as shipped and received. The receiving clerk records show as received on 12/13/2018; however, the sample was not received by our plant complaint coordinator. Search for the sample was carried out with no success. This is not a frequent occurrence. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for lots # 7291815 for this type of defect or symptom. There was no documentation of issues for the complaint of lots # 7291815 during this production run. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.